Event description:
Device turns itself off. Info was not provided regarding whether or not the failure occurred during a pt infusion. There have been no reports of any patient incident involving this pump since the last baxter service event.